Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked case, broken battery tube threads, label damage (stained), detached retainer, and missing o-ring (reservoir tube). Missing retainer ring confirmed during analysis. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device was been returned.